Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, the patient experienced a pericardial effusion which required a pericardiocentesis. The transeptal puncture was noted to be difficult related to patient anatomy. While mapping in the left atrium, a drop in blood pressure was observed. An ultrasound was done which revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. There were no performance issues with any abbott device.